Manufacturer narrative:
Manufacturer's report date: (B)(4) 2011. (B)(4). Customer stated that the set will be returned, ups label provided for product return. Although requested, set has not been received. A follow up report will be submitted with failure investigation results should the set be received for evaluation.

Event description:
Assistant risk manager reports set failing, with fluids backing up into the primary bag. She states "meds went into a normal saline flush bag instead of into the patient." There was no patient harm reported and no medical intervention was required. Customer stated that no additional event or patient information is available.